Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site due weight loss. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. The new ipg was also relocated during the procedure.